Event description:
A report was made regarding issues with a pump, specifically involving charging problems and an unresponsive touchscreen. There was no adverse impact on the customer's blood glucose level. Upon follow-up, it was discovered that while the touchscreen had delayed responses but was not damaged. The customer decided to continue using the current pump with an alternate backup method if necessary and received education on optimizing touchscreen interactions. A replacement pump was arranged despite the original pump being out of warranty, and the customer declined the offer for a loaner pump.